Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure, during which, the physician relocated the ipg and implanted new lead extensions. The patient was reportedly doing well following the procedure.